Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump randomly turned off during a bolus attempt. The customer stated it was a bad battery, but she was concerned because no alarms had occurred. The customer's alarm history showed a bad battery alarm from the previous night, which the customer stated she took care of. There was no visible damage to the battery cap or compartment and the battery was not expired. A self-test was performed and passed. It was explained to the customer that a faulty battery cap could have caused the issue. The customer's blood glucose was 154 mg/dl. Nothing further was reported.